Event description:
During baxter's functional testing, a spectrum pump alarmed constantly for a downstream occlusion alarm when no occlusion was present. There was no patient involvement as this occurred during baxter's testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device, the evaluation confirmed the downstream sensor current readings to be below specification with a fluid filled set loaded. The evaluation also found the downstream pressure plate gap to be below specification. It was determined that these factors caused the false downstream occlusion alarm. As a result, the device has been recalibrated.